Event description:
When customer runs through the self test there is no volume or sound at either the press options buttons stage or press shock button. Unit passes self test and displays an hourglass but no sounds are heard.